Event description:
On (B)(6) 2013 synergeyes was notified of a pt injury. As reported, on (B)(6) 2013, the pt inserted the synergeyes lens which caused irritation to the pt's eye. The pt went to the od for treatment wherein the od determined that the pt scratched her cornea causing an infection. The pt's infection was treated and the pt recovered well. It is not known what medical intervention was utilized to treat the pt. The pt is now wearing a new set of synergyeyes lenses with no further complications.

Manufacturer narrative:
The lens was measured for base curve and power, the results demonstrated that the lens met the labeled parameters. Results of the surface inspection determined that there were no defects.